Event description:
The customer reports the event as: after urgent drainage of bilateral pneumothoraxes, the pt had a CT scan. It was found that the drains were in the proper position, but the tension pneumothoraxes persisted. The device was changed out and the condition persisted. After changing device to a competitive system, pneumothoraxes disappeared. The pt died during an urgent thoracotomy due to multiple severe injuries. Additional info obtained stated, the pt died due to polytrauma and total organ failure. Cardiopulmonary resuscitation was performed without success. The report states the death of the pt had no direct connection with the use of malfunctioning device.

Manufacturer narrative:
No sample is available for investigation. The results of the investigation are not available at the time of this report.